Event description:
Urinary tract infection occurred on 6th day post procedure. Procedure date: 1-feb-24. 5 days of oral antibiotic medication was prescribed. Site assessed the event as not related to anything. But medical monitor assessed the event as possible related to procedure. Relationship to spinal needle (bd spinal nrfit needle set lot number2109032), not related. Relationship to syringe, not related. Relationship to introducer, not related. Relationship to ancillary devices (400066/bd blunt filter nrfit needle/18g x 1 1/2(1.2 mm x 40 mm)), not related. The event does not meet any seriousness criteria. Other comments: this complaint is being reported because the medical monitor has assessed this event as "possible" related to procedure.

Manufacturer narrative:
(B)(4) - initial MDR submission. A follow up MDR will be submitted if further information is received.